Event description:
Infant receiving IV lipids. Nurse found 15cc of air in lipid syringe and halfway down IV tubing. No lipids noted spilled or leaked on linens or infant, lipids had infused too fast. Clinical engineering services investigated, pump did not appear to malfunction, the syringe was noted to have a dent/defect in it, on the inside which affected infusion. Noted 2 lot numbers identified that have the same defect.